Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No unlock on lcd keypad connector noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump act button was not fully responsive. The blood glucose reading was normal and did not require medical treatment. The insulin pump will be replaced and returned for analysis.